Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #:(B)(4). On december 3, 2018, it was reported that the device did not graft well and shredded the skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on december 14, 2018 revealed that the device was outside calibration specifications at the zero thickness setting but within at all other settings. The motor operated within motor speed specifications. The 1" and 3" width plates did not fit on the width plate screws. Repair of the air dermatome was performed by zimmer biomet surgical on december 14, 2018 which included replacement of the vespel sleeve bearing, semi-circle bearings and 1"/3" width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was only noted that the 1" and 3" width plates would not fit onto the width plate screws. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was only noted that the 1" and 3" width plates would not fit onto the width plate screws. It is unknown with the information that was provided how this occurred. The service technician noted that another device was sent in from the same account with a description that the device doesn't align with the blade guard. They speculated that the complaint descriptions may have been reversed since the 1" and 3" width plates did not fit on serial number 113217 but did fit on serial number 113434. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device did not graft well and shredded skin. The event occurred during surgery and no harm, delay reported. No adverse events were reported as a result of this malfunction.